Manufacturer narrative:
Device did not convert at implant. The analysis from the MFR is pending.

Event description:
Reportedly during the implantation procedure, it was found that this device failed to convert from vf to sinus rhythm. Therefore, the device was not implanted.